Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with a fever on an unknown date. Cultures tested (B)(6) for (B)(6). Transesophageal echocardiography (tee) was performed and vegetations were noted on the lead. The patient's system was removed but not replaced on (B)(6) 2018. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Correction: cultures tested positive for mrsa.